Event description:
The customer reported the system displayed a high capacity disk failure error code and thereby locked up. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. A usb cable was replaced. The system was then found to be operating as intended.